Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of three inappropriate shocks in separate episodes. The noise was able to be recreated by palpating the xyphoid area. Technical services (ts) discussed potential causes. The sensing vector was reprogrammed from primary to secondary and no further noise was observed. Monitoring will be continued. No adverse patient effects were reported. This product remains in service. If information is provided in the future, a supplemental report will be issued.